Manufacturer narrative:
On july 4, 2024, the mentor failure analysis lab received the device for evaluation. On july 11, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 275cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, mammogram, and ultrasound, with right breast implant rupture. In addition, the patient also suffered bilateral breast capsular contractures (baker grade iii on the right breast and baker grade ii on the left breast. Ultrasound found an echogenic snowstorm pattern with silicone granulomas in the lower inner quadrant of the right breast. Lastly, the patient also experienced the following: tenderness, weight loss, and anxiety disorder. The patient also suffers from shortness of breath occasionally, palpitations of the heart, night sweats, indigestion, severe headaches, stress, and nervous breakdowns. The patient underwent bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the left breast prosthesis. Complications on the left side has been reported under mrn: 1645337-2024-03150.